Event description:
Patient did not give specific date, but in the past month he had an event where his normject luer lock 10ml syringe and rms hi-flo 24gx9mm needle set, defective and leaked during an injection of haegarda. He was able to use a different set and receive the full dose of medication.